Manufacturer narrative:
Batch review performed on 04 june 2024 lot 2002929: (B)(4) items manufactured and released on 01-jul-2020. Expiration date: 2025-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 years and 6 months from the primary, the patient came in reporting pain due to a subsided tibial component. The cause of the subsided tibial component is unknown. The surgeon revised the tibial tray, femur and insert. The surgery was completed successfully.